Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One photo sample and one video sample of a 4 fr sl powerpicc catheter. The photo shows the catheter within patient use. A bead of fluid is observed on the proximal end of the catheter surface near the interface with the winged hub. The video sample shows the catheter outside of of patient use and is being infused with a clear fluid. The clear fluid is leaking from the catheter near the interface with the winged hub. The characteristics of the damage present on the catheter could not be clearly inspected from the video and photo samples provided. Based on the video and photo samples provided, possible contributing factors include sharp instrument damage, material fatigue caused by repeated kinking, and damage during handling. Since a leak was shown to be present, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that patient underwent powerpicc catheter (model: 3174118) placement from the left basilic vein under ultrasound on (B)(6) 2021. 44 cm of the catheter was placed internally while 1.5 cm was exposed externally. Its tip was positioned at caj. The catheter was maintained at this hospital between treatment sessions. When maintained on (B)(6) 2021, the catheter leaked transparent liquids from the scale of 0.5 cm exposed externally. Saline ejected from the sign of folding on the catheter. Therefore, the catheter was removed. The nurse-in-charge complained that the catheter was secured in a u shape.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn0219 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that patient underwent powerpicc catheter (model: 3174118) placement from the left basilic vein under ultrasound on (B)(6) 2021. 44 cm of the catheter was placed internally while 1.5 cm was exposed externally. Its tip was positioned at caj. The catheter was maintained at this hospital between treatment sessions. When maintained on (B)(6) 2021, the catheter leaked transparent liquids from the scale of 0.5 cm exposed externally. Saline ejected from the sign of folding on the catheter. Therefore, the catheter was removed. The nurse-in-charge complained that the catheter was secured in a u shape.